Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a blank display on the insulin pump. The customer's blood glucose was 229 mg/dl. The customer stated that prior to the blank display, he had received a low battery alert and changed the battery. The insulin pump would not turn back on. Troubleshooting was done. Advised customer to insert a aaa alkaline battery, and the customer stated that the display returned. Advised customer to monitor the insulin pump. Advised that a replacement battery cap would be sent. Nothing further reported.